Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
P/s portion of this rv lead was capped on (B)(6) 2025 due to fracture, >3000 ohm impedance and noise resulting in 34 inappropriate shocks. Lead remains implanted. Should additional information be received this file will be updated.